Event description:
It was reported the patient lost therapy due to not charging the ipg. The patient has not recharged or used the ipg in over two years. In addition, the patient felt the stimulator was no longer needed. Surgery may take place later to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicate the patient underwent surgical intervention wherein the ipg was explanted.